Event description:
The user's relative called and said pt had passed out and was taken to the hosp and put on an unk IV. Relative didn't know the results on the suspect device or if pt took too much, or too little insulin. Controls were not used. The device was replaced and requested to be returned for eval.